Manufacturer narrative:
The device has been returned and evaluated. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities in manufacturing, special adoption, or variations. There is no available repair history for this device. This device was delivered to the customer on jul 26, 2012. The device was returned for the issue of power button stuck half way in and cannot be turned on. The user¿s complaint was confirmed. Upon inspection and testing, it was found that the main switch was stuck in the off position. This is attributed to the switch being faulty. The switch is of the old version type and needed replacing. Faulty old ver. Main switch stuck in off position. There was a design change applied in order to enhance the resistance of the power switch. This device was manufactured before the design change was applied to the power switch. It is possible that the power switch was damaged because the operating force applied to the power switch and the number of times it was applied exceeded the allowance of the original switch design.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that the power switch was stuck halfway in and unless the button was held down, the device failed to remain powered on. The problem, as reported to olympus, was found during preparation for use. There was no patient injury, associated with the problem, reported to olympus.